Event description:
The customer contact report that during preventative maintenance testing at the user facility, the device did not alarm when a distal occlusion was present. There were no reports of adverse pt effects and no reported delay in critical therapies while the device was in clinical use. No medical interventions were reported. No additional info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The device will be repair at the user facility and returned to clinical service. If the device is received, a follow-up report will be submitted. This report represents all the info known by the reporter upon query by hospira personnel.